Event description:
It was reported that the patient became hemodynamically unstable. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. When an unknown catheter was in position, an ostial dissection was noted (possible catheter dissection). A 3.00 x 12 synergy ii drug-eluting stent was implanted from the ostium to the proximal vessel with a good result. There was however still distal disease. The physician subsequently delivered a 3.00 x 32 synergy ii drug-eluting stent to the proximal to mid vessel. A 2.5 x 32 synergy ii drug-eluting stent was advanced for treatment for the remaining disease present but failed to deliver and when that would not delivered they attempted to deliver a 3.00 x 12 synergy ii drug-eluting stent but again struggled with delivering this device. The patient became hemodynamically unstable and the physician decided to not struggle any further and used a drug coated balloon to complete the procedure. No further patient complications were reported. The patient was observed in the intensive care unit with good recovery post operative.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that the patient became hemodynamically unstable. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. When an unknown catheter was in position, an ostial dissection was noted (possible catheter dissection). A 3.00 x 12 synergy ii drug-eluting stent was implanted from the ostium to the proximal vessel with a good result. There was however still distal disease. The physician subsequently delivered a 3.00 x 32 synergy ii drug-eluting stent to the proximal to mid vessel. A 2.5 x 32 synergy ii drug-eluting stent was advanced for treatment for the remaining disease present but failed to deliver and when that would not delivered they attempted to deliver a 3.00 x 12 synergy ii drug-eluting stent but again struggled with delivering this device. The patient became hemodynamically unstable and the physician decided to not struggle any further and used a drug coated balloon to complete the procedure. No further patient complications were reported. The patient was observed in the intensive care unit with good recovery post operative.